Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: alleged issue: the clip stayed in the applier after the surgeon attached clip to vessel. When the surgeon attempted to remove applier it stuck to the vessel, causing injury to vessel. Current pt's condition is fine.